Event description:
It was reported that the mayfield skull clamp slipped while in use causing a minor laceration to the pt's head. It was unk if the event lead to a significant increase in surgery time. The clamp was inspected by the local engineers and no apparent fault was noted. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.